Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a review of the black box showed a power interruption at the time of overheating. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with the customer's pump settings and no alarms, power loss, or overheating occurred. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected with no defects. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated the battery was extremely hot. This was an energizer lithium battery purchased at sam's club but the reporter is unaware of when that pack of batteries was purchased. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.